Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal and proximal conductor was extrinsically distorted due to kinking/buckling. It was noted the distal and proximal conductors were distorted during the attempted implant, preventing the stylet from being inserted into the lead lumen. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet did not go through the complete length of lead and the stylet became stuck in between, causing difficulty in lead placement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.